Event description:
It was reported that during device change out due to normal eol, externalized conductors were observed via x-ray. All electrical measurements were normal. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.